Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high scan on the adc device compared to unspecified readings from competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "listless", tired, a loss of consciousness, a seizure and was unable to self-treat. The customer had contact with healthcare professional (hcp) who obtained unspecified blood glucose result, performed blood tests, checked vital signs, and administered glucose to the customer for treatment. There was no report of death or permanent impairment associated with this event.